Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. Concomitant medical products: 5076-52, implantable pacing lead, (B)(6) 2006; 694965, implantable tachy lead, (B)(6) 2006. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator (eri) sooner than expected due to chronically high left ventricular (lv) lead thresholds. The device was explanted and replaced. No patient complications have been reported as a result of this event.